Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 427 mg/dl. Customer was treated with manual injection. Troubleshooting was performed. Customer indicated high blood glucose was due to not being able to use the pump because of the damage battery cap. The product will be returned for analysis.